Event description:
Rptr states end user was exiting an airplane when the wheel fell off and end user fell backward. End user reportedly heard a nut fall off of the wheel at the time end user was leaving the plane. The chair had been serviced on 09/03/1999 and it was specifically mentioned that the technician do a preventative maintenance on the wheels, frame, front rigging, and strengthening the nuts on the axle sleeve was done. The rptr states that upon inspection of the chair, the 3/4-16 nut and the index axle washer were missing from the chair. No injuries were reported.